Event description:
It was reported that the drill was broken when the distal third hole of the device was used. There was no particle in the patient.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. The reported event was not confirmed as the drill, tri-flat t2 femur ø4,2x340 mm was not available for evaluation. Thus, a physical examination of the device was not possible. Due to unknown lot code tracing as well as review of the inspection records of the reported product is not possible. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.